Event description:
It was reported that during the renal pta stent implant procedure, the express biliary sd stent delivery device was introduced through a 6 french guiding cathter. Prior to placement at the target lesion, the stent became separated from the delivery balloon within the guide catheter. The guide catheter, delivery balloon and stent were removed as a unit. A new stent was successfully implanted. No adverse pt effects have been reported.